Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.

Event description:
Mother called to report that reservoirs are leaking from o-rings of reservoirs.